Manufacturer narrative:
(B)(4). Claim #(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6; -8.5 diopter implantable collamer lens into the patient's right eye (od) on (B)(6)2022 . The lens had tore during injection/delivery into the eye. Intraoperatively the lens was removed and replaced with a same length lens. There was no patient injury. The problem was resolved. The cause of the event was reported as user error.